Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio then replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer reported that the energy select up and charge buttons were no longer functional. This would prohibit the device user from charging defibrillation energy. There was no report of any patient use with the reported issue.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.